Event description:
This is the first of two reports involving a mayfield triad skull clamp (same pt, same facility, same product but a different lot number). The pt was positioned in a prone position for a posterior cervical fusion. The clamp was applied along the "sweatband" area with 60 pounds of pressure. The rocker pins were balanced with a wrench. Disposable mayfield adult pins were used. During positioning, the gears within the swivel lock "gave" and the base of the clamp moved approx six inches towards pt's nose. The clamp was removed. The length of time in use before the event occurred was right after the pt was positioned. There was bleeding noted due to the pin insertion. Staples were used for closure. There was no laceration reported. A second and third clamp was used. Cross referenced to MFR report number 3004608878-2010-00108.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.